Event description:
The reporter stated that her son started coughing, they tried everything, suctioning etc. When theey suctioned they felt resistance and when they removed the tube and checked it there was exposed wire in the middle of the tube. The patient plugs frequently, suctioning is performed around the clock. The patient has 24 hour nursing.